Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 500mg/dl. It was stated that the insulin pump did not alarm when the cannula was bent. Troubleshooting was performed. The time on the insulin pump was correct. Ran a fixed prime and insulin exited. Performed a high pressure test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.